Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function. The monitor displayed the message "no system computer." The pump controls and safety sensors continued to be available through local controls. There was no adverse consequence to the patient as a result of this event.